Event description:
It was reported that a minimum fill notification occurred while customer was reloading a cartridge that contained more than the minimum required amount of insulin. Customer reloaded cartridge again to resolve the issue. There was no adverse impact to the customer's blood glucose level.